Event description:
It was reported that during a thoracotomy the stapler did not fire any staples, it just cut. A new device was used and worked fine stopping the bleeding. The patient had presented with multiple gunshot wounds to the chest and succumbed.

Manufacturer narrative:
(B)(4), date sent: 10/19/2023, d4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: procedure is: clamshell thoracotomy how was the post-op bleeding identified? No bleeding was reported how many days postoperative was the bleeding identified? No bleeding what was the total estimated blood loss (ml)? None reported was a transfusion required? Unknown how was the bleeding addressed? Unknown what was the pre and postoperative anti-coagulant and pain management protocol? Unknown was the bleeding intraluminal or extraluminal? Did not describe any bleeding any clips, clamps, or graspers near the area where the device was being fired? I asked that- no instruments, stray bullets, wad or pellet was described as embedded in parenchyma what exact product was being used? Ech45c or ech60s dr (B)(6) was not sure what anatomical structure was the device fired on? Lung parenchyma how far did the device cut and how far did the device staple? Chief resident reported device fired without stapling does the surgeon believe the patient succumbing was related to an alleged deficiency of the device or did the patient succumb to the multiple gunshot wounds? Patient succumbed to multiple gunshot wounds and had a through and through gsw to the head which was listed as primary cod what was the user and staffs experience with the device? User is a 5th year general surgery resident is the surgeon interested in speaking with ethicon medical and engineering staff? No, thank you dr. Believes death was not related to device. As he had 7 thoracic gunshot wounds and 1 cerebral shot. Do not reach out with any further questions.